Event description:
It was reported that act button was no longer responding. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. The insulin pump received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.